Manufacturer narrative:
Investigation results were made available. Additional: h2, h6 correction: b4, b5, d4, g3, g6, h10. 1. Event description: it was reported that the patient received an implant on an unknown date in (B)(6) 2015 and the sidus anchor in the humerus was starting to migrate laterally and was very close to causing a fracture of the lateral cortex harm: unknown harm hazardous situation: loss of fixation or non-integration of an implant. 2. Review of received data: no medical data relevant to the case has been received. Due diligence: no further due diligence required as all required information to support the conclusion is available or was already requested. 3. Product evaluation: no product was returned; therefore, visual and dimensional evaluation could not be performed. 4. Review of product documentation: document review could not be performed due to unknown product identification. Device purpose: this device is intended for treatment. Product compatibility: the compatibility check could not be performed due to missing product identification. 5. Conclusion: it was reported that the patient received an implant on an unknown date in may 2015 and the sidus anchor in the humerus was starting to migrate laterally and was very close to causing a fracture of the lateral cortex neither x-rays, operative notes, office visit notes, nor device(s) or photos of the device(s) were received; therefore the condition of the component(s) is unknown. Patient factors that may have affected the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. Based on the investigation the reported event cannot be confirmed. Due to significant lack of information a detailed investigation could not be performed, nevertheless based on the given information there is no indication of a nonconformance or complaint out of box (coob). Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer switzerland manufacturing gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Event description:
Investigation results available.

Manufacturer narrative:
The manufacturer did not receive x-rays for review. Other documents were received and will be reviewed as part of ongoing investigation. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on an unknown side and the sidus anchor in the humerus started to migrate laterally and was very close to causing a fracture of the lateral cortex. The revision has not yet taken place.